Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a colectomy functional end to end anastomosis, the first firing for the anastomosis, the surgeon a ticulated the jaws and fired the device to the small intestine successfully and then removed the device from the tissue and handed it to the nurse. The nurse pushed the blue button and the silver button at the same time, however could not return the jaws to the straight position. The status indicators were illuminated blue, the handle indicator was flashing green and the 3 progress firing indicators were flashing red. The nurse could not remove reload from the adapter. The device was replaced with a manual stapler and the following firings were completed with no issues. There was no injury caused to the patient and no medical intervention was required as a result of the device issue.